Event description:
Related manufacturer report 3006705815-2021-03823. It was reported that leads were auto reducing in strength and upon diagnostic testing high impedance issue was observed on the leads. The device was decreasing in strength. Patient denied any traumas or falls. A surgical intervention in anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that leads were explanted and a new system was implanted.